Event description:
It was reported, the high flow insufflation unit exhibited when power was turned on and air was supplied, an alarm sounds and front panel shorts completely. The unspecified procedure occurred during set up /inspection for use (during set up in room/before patient in room). Unsure as to how the procedure was completed. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflation unit exhibited printed circuit board (cr board) failure, abdominal pressure control time had exceeded, and the electropneumatic proportional valve had a failure. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit printed board failure (cr board failure), abdominal pressure control time exceeded, and electro-pneumatic proportional valve failure. Based on the results of the investigation, it is likely the following led to the malfunction: for the printed circuit board failure (cr board failure), based on the evaluation, it was not possible to determine the cause of failure for this component. The abdominal pressure control time exceeded, it is presumed that the failure of the electro-pneumatic proportional valve, a pressure control component, prevented proper control. The electro-pneumatic proportional valve failure, based on the evaluation, it was not possible to determine the cause of failure for this component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.